Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported the device was dripping and foamy blood was coming out from underneath. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the procedure done was a CABG x2, aortic valve replacement. It was confirmed that there were no patient consequences due to the event. Medtronic received additional information that the leak was at the bottom of the oxygenator. There was no damage seen to the device or packaging. The customer estimates 5-10 ml of patient blood loss. A transfusion was not required as a result of this leak.